Event description:
It was reported that the device was used during a laparoscopic bilateral hernia repair. It was reported by the rep that the surgeon used the trocar in standard practice. Upon inserting and removing instruments through the cannula, the ring split causing carbon dioxide leakage. The case was completed using a new 512b instrument. There was no consequence to the pt.